Event description:
It was reported that the upper ring tore off the lower ring during the procedure. Another like device to complete the procedure with no pt consequence.

Manufacturer narrative:
Device was not returned for evaluation.